Event description:
It was reported that the user experienced prolonged low glucose readings despite meals and snacks, with concurrent device and fingerstick values of 63 mg/dl and 54 mg/dl, respectively, after announcing a meal while at the lower end of the target range; the reported issue aligned with an improper or incorrect operating method and involved the user interface. Symptoms included hypoglycemia without other clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, with a usage problem identified and the medical device problem characterized as not treating hypoglycemia sufficiently. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.